Event description:
An attempt was made to deploy a scuba iliac peripheral stent system in a patient. The target lesion, located in the common iliac, was described as eccentric, calcified and exhibiting 80% stenosis and was not pre dilated. The scuba device was inspected prior to use with no abnormality noted; however it was reported that during advancement of the device to target lesion, the stent dislodged in the leg vasculature. It was reported that the stent was removed from the body with a snare. The procedure was completed with another stent. The patient is reported to be fine post procedure. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: other (root cause undetermined. Device not returned for evaluation), inherent risk of procedure (stent dislodgement). (B)(4).